Manufacturer narrative:
Internal complaint reference: (B)(6).

Event description:
It was reported that, after a promos reverse shoulder system had been implanted on an unspecified date, the patient experienced an undisclosed adverse event that required a revision surgery on (B)(6) 2023. Current patient's health status is unknown.

Manufacturer narrative:
It was reported that, after a promos reverse shoulder system had been implanted on an unspecified date, the patient experienced an undisclosed adverse event that required a revision surgery. The device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions and a revision of the risk associated to the alleged device. As the batch number and the product number are unknown, it is not possible to perform a complaint history review. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the most recent revision was conducted and it revealed that the instructions for use lists several ¿potential adverse device effects¿ from a shoulder arthroplasty. Without the requested clinical documentation, definitive clinical factors which could have contributed to the reported revision cannot be concluded. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference number: (B)(4).